Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging device doesn't filter correctly and can't use. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that evidence of sound abatement foam degradation/breakdown was observed in the base unit and slight black contamination at the blower outlet and inlet ports of the blower box, and it is consistent with the keratin contamination observed. The device's event logs were downloaded and reviewed by manufacturer. 8 errors were logged with #106 (err_heated_tube_ma x_temp), a continue type error related to the heated tube which was not returned for evaluation. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer was unable to address the allegation of "doesnt filter correctly" as product investigation laboratory does not understand what the customer meant. Additionally, patient harm is checked in the mandatory questions but there is no mention in the long text. Product investigation laboratory could not determine what type of patient harm was alleged.